Event description:
The customer reported that on 1/5/98 vasoseal was used following a ptca procedure. During deployment the sheath separated from the hub. Hemostasis was achieved with manual compression. The pt was taken to the or for surgical removal of sheath.